Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2017 with the following findings: during investigation, the audio bolus button cove was torn but fully responsive. The button cover was removed to find no contamination on the button contact. The complaint of an unresponsive and damaged audio bolus button cover was unable to be duplicated. Unrelated to the original complaint, the display had a pink contrast. Additionally, the battery compartment was cracked above and below the bumper pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (audio bolus button damage prior to tactile change) issue. It was reported that the audio bolus button was thinning and that it subsequently became under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.